Event description:
It was reported that (1) 355ld device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon claims that the dilating tip trocar felt "sluggish" upon insertion. The surgeon said the safety shield would not engage leaving blade exposed. The aorta was punctured and the case converted to open. The case was completed successfully.